Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of occipital neuralgia. It was reported that the patient had read online that ¿exactly similar issues¿ to the issues that they had been having had been taking place with other people. No patient information was provided. The patient did not remember specific websites or citations. Some of the issues that the patient reported originally and then alleged were taking place with other people include the lead migrating and ¿firing off for no reason,¿ the ins not working/not operating as it should, the ins being overdischarged and unable to connect and needing a jump start, and the patient having a burning sensation and pain and an inflamed red lump on their neck. No further complications are anticipated.